Event description:
This lead was explanted and replaced one day post implant due to high impedance and thresholds. The physician verified that the set screws were fully tightened prior to extracting this lead.